Manufacturer narrative:
Per the srt, the power manager printed circuit board assembly (pcba) should be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, upon replacing the batteries in the system-1 due to long term storage, the system failed to switch from charge rate 1 to charge rate 0 as expected. There was no patient involvement.